Manufacturer narrative:
Information contained in this report was previously submitted through asr on 04/15/2017. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side deflation. Device has been explanted.

Event description:
Patient reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: yellow particles in the fill channel and one opening curved on the anterior. Leak test and microscopic analysis was performed which identified: one opening striated on the anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool.